Event description:
During the plif surgery, after bone was milled using this product, the surgeon found that the bone color turned black and had metallosis. The surgeon assumed that the contact zone of the tom bone chip receiver and inner tom cutting cylinder caused excessive friction.

Manufacturer narrative:
Na